Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements during implant. Multiple attempts were made to reposition the lead, however, measurements remained high. This lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements during implant. Multiple attempts were made to reposition the lead, however, measurements remained high. This lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.